Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.

Event description:
It was reported that on an unk date, there was a crack on the lower joint. The device was in contact with the pt but there was no pt injury. The event did not lead to an increase in surgery time. Add'l info has been requested.